Manufacturer narrative:
During the load process of the displacement test, the device completed the load process sooner than expected. This is probably due to a problem with the electronics, since after further review of the device interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. In addition to this, the motor was tested outside the unit, and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that they are unable to exit the load reservoir process. Customer stated they did the rewound and it load but it doesn't give and also changed the set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.